Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3maxc) was stretched approximately 121.0 cm from the hub. The effective length of the catheter was measured to be approximately 170.0 cm. Conclusions: evaluation of the returned device revealed the 3maxc was stretched in its distal shaft. It is possible for the 3maxc to become pinned against patient anatomy or other devices used in the procedure. If the 3maxc becomes pinned or otherwise restrained and is subsequently forcefully retracted, stretching damage may occur. The ace68 mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician advanced a penumbra system ace 68 reperfusion catheter (ace68) in the target location using a 3maxc; however, upon removal of the 3maxc, the physician noticed that the distal tip of the 3maxc was elongated. Therefore, the 3maxc was set aside and the procedure was completed using a new 3maxc and the same ace68 without further issues. There was no report of an adverse effect to the patient.